Manufacturer narrative:
The following fields have been updated due to additional information: b.5. Describe event or problem: it was reported with the use of the ndle 25ga 7/8in ECG blt no-anl trans orn there was an issue with foreign matter found on about 200000 needles. D.1. Medical device brand name: ndle 25ga 7/8in ECG blt no-anl trans orn. D.3. Medical device manufacturer: bd medical (bd west) medical surgical. D.4. Medical device catalog #: 302902. D.4. Unique identifier (UDI) #: (B)(4). D.4. Medical device expiration date: n/a. G.1. Manufacturing location: bd medical (bd west) medical surgical. G.5. PMA / 510(k)#: k021475. H.4. Device manufacture date: 1/17/2018

Event description:
It was reported with the use of the ndle 25ga 7/8in ECG blt no-anl trans orn there was an issue with foreign matter found on about 200000 needles.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the unspecified bd¿ needle there was an issue with foreign matter found on the needle.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and root cause could be determined. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported with the use of the unspecified bd¿ needle there was an issue with foreign matter found on the needle.